Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with missing end cap sticker and stained back address serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 with blood glucose in the 30 mg/dl range at the time of the incident. Customer was admitted to atrium healthcare. The customer was at 145 to 149 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as falling. The customer was wearing the insulin pump during the incident. The customer was told at the hospital that the pump was over delivering as it was resuming on its own after the customer suspended delivery. The customer also reported an unresponsive button on the pump. Troubleshooting was not completed as the customer declined. The customer had a low in the 20 to 50 mg/dl range on june 8, 2018. The insulin pump will be returned for analysis.